Event description:
It was reported that during a thoracoscopic lung cancer resection, the device was applied to the lung parenchyma and were able to fire, but poor staple formation was observed with three reloads reported to have burst out and the distal staple line was reported to be incomplete. Additional suturing was performed to reinforce the cutting and closing line and to complete the procedure.

Manufacturer narrative:
D10. Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5g1153s). Egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5g1183s). Egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5g1183s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.